Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that a signal loss occurred. On (B)(6) 2024, the patient was experiencing signal loss on her cgm device, however, the patient was unsure how long she had been in a signal loss state. The patient was also unable to recall her last known cgm value prior to the signal loss. The patient began feeling tired, nauseous, had blurred vision, and was vomiting. The patient tested her bg meter reading at this time, which was between ¿300-500 mg/dl¿. The patient¿s boyfriend took the patient to the emergency room. The patient was diagnosed with diabetic ketoacidosis (dka) and treated with an unspecified IV fluid and a manual insulin injection. The patient was discharged the following day (was in the hospital for approximately 24 hours). The patient was in stable condition at the time of report. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause could not be determined. No additional patient or event information is available.